Event description:
It was reported that the device had the issue of cassette not properly attached. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device latch lock sensor. Additionally, the investigation determined that the downstream occlusion seal, upstream occlusion seal, and dso sensor were damaged. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device latch lock flex, dso sensor, downstream and upstream occlusion seals were replaced and the device passed all testing.